Manufacturer narrative:
This report is for an unknown schanz screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a deformity correction in children for the correction of bony or soft tissue deformities in tibia/fibula area. There was a union of fracture in about 8 weeks duration. Postoperatively, there was a device failure and patient was re-operated due to loss of position and to change wires to pins. No difficulties and patient harm reported using 3d maxframe software . Patient outcome was that patient had post amputation for fibula hemimelia and went on to make full recovery. No further information is available. This report is for an unknown schanz screws. This is report 2 of 2 for complaint (B)(4).